Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. C91740) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress urinary incontinence, overactive bladder and vaginal prolapse. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia,chronic pain"), abdominal pain ("abdominal pain "), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, cystitis, urinary tract infection, vaginal infection, fatigue, hormone level abnormal, migraine, headache and weight increased outcome was unknown. The reporter considered abdominal pain, cystitis, dyspareunia, fatigue, headache, hormone level abnormal, migraine, pelvic pain, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2015 and (B)(6) 2015. Discrepancy noted in date of removal (B)(6) 2016 and (B)(6) 2016. Expanded coils that appeared trailing into the uterine cavity was 2. As per mr: date: (B)(6) 2016: operation: exam under anesthesia, cystoscopy, desara sling, anterior colporrhaphy, paravaginal repair, sacrospinous vault fixation (anterior elevate). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Lot number: c91740 manufacturing date: 2014-07 expiration date: 2017-07-31 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. C91740) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress urinary incontinence, overactive bladder and vaginal prolapse. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia,chronic pain"), abdominal pain ("abdominal pain "), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, cystitis, urinary tract infection, vaginal infection, fatigue, hormone level abnormal, migraine, headache and weight increased outcome was unknown. The reporter considered abdominal pain, cystitis, dyspareunia, fatigue, headache, hormone level abnormal, migraine, pelvic pain, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2015 and (B)(6) 2015. Discrepancy noted in date of removal (B)(6) 2016 and (B)(6) 2016. Expanded coils that appeared trailing into the uterine cavity was 2. As per mr: date: (B)(6) 2016: operation: exam under anesthesia, cystoscopy, desara sling, anterior colporrhaphy, paravaginal repair, sacrospinous vault fixation (anterior elevate). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-oct-2020: medical records received. Lot number added. Reporter information, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia,chronic pain"), abdominal pain ("abdominal pain "), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, cystitis, urinary tract infection, vaginal infection, fatigue, hormone level abnormal, migraine, headache and weight increased outcome was unknown. The reporter considered abdominal pain, cystitis, dyspareunia, fatigue, headache, hormone level abnormal, migraine, pelvic pain, urinary tract infection, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: previously reported event injury was deleted and was updated to new events. Following events were added: dyspareunia/chronic pain, pelvic/abdominal pain, bladder infect., uti, vaginal infection, fatigue, hormonal changes, migraines, headaches, weight gain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.